Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet pump experienced recurrent hypoglycemia with cgm readings in the 40s¿50s mg/dl after meal announcements and during activity, leading the user to pause insulin delivery and treat with oral carbohydrates; the user attributed the lows to excessive insulin delivery, and data were synced and reviewed with education provided to continue accurate meal announcements and to avoid announcing meals when glucose is below 85 mg/dl. Symptoms included hypoglycemia with low glucose alarms. Outcomes included self-treatment with oral glucose and continued device use. Investigation included remote data review and escalation to the clinical team and trainer for assessment of pump data and consideration of therapy or target adjustments. Investigation of this case revealed recurrent low glucose events without identified device malfunction, with contributing factors including meal-associated insulin dosing and high activity levels. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.